Event description:
Customer reported a blood leak at the level centrifuge chamber at the end of treatment. No alarms occurred. The operator mentioned the leak was minimum, there was a little strip of few drops at the level of the bowl inside the centrifuge chamber. No visual defects were detected in the kit. No visual defects were observed in the leak detector. The patient was reported to be ok after treatment. Service order (B)(4) was dispatched.

Manufacturer narrative:
A review of lot c144 was performed and there were no nonconformances related to this complaint. This lot met release requirements. Trends were reviewed and there was no trend detected for complaint category, centrifuge bowl leak/break. CAPA (B)(4) was initiated for complaint category, centrifuge bowl leak/break. Service order (B)(4) completed: intervention for repair of the system was completed with checkout procedure, found pump head malfunctioning and pressure sensor out of range, both were replaced. Leak detector was found ok. The assessment is based on information available at the time of the investigation. There was no product returned for investigation; therefore it could not be determined if this product met specifications based solely on information provided by the customer. Complaints are monitored through tracking and trending. Should a trend arise, further action will be taken at that time. (B)(4).